Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hub detached from the sheath. It was reported that the hub on the vizigo sheath fell off when removing the dilator. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequences were reported. The hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hub detachment is MDR-reportable.

Manufacturer narrative:
On 1-oct-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hub detached from the sheath. Device evaluation details: visual analysis of the returned sample revealed that dilator component is incomplete in the proximal side. It was also observed a bent near the proximal end. For this reason, a manufacturing supplier investigation was made and found that the issue reported is not manufacturing related. The root cause of the failure is unknown but based on the damaged and kinked areas in the dilator it could be related to use resulting in high force above design specification for the hub. A device history record review was performed for the finished device 00001934 number, and no internal actions related to the complaint were found during the review. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).